Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00199. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure for a coronary fistula using ruby coils and a px slim delivery microcatheter (px slim). During the procedure, the physician had difficulty accessing the fistula; however, after manipulation, the physician was able to gain access and advance the px slim into the target vessel. While advancing a ruby coil through the px slim, the physician met resistance and noticed a kink on the px slim. The physician continued to forcefully advance the ruby coil through the px slim. Subsequently, the ruby coil unintentionally detached inside the px slim. The physician decided to remove the px slim containing the ruby coil from the patient and planned to treat the patient in three months. After removing the devices, the physician noticed that the tip of the px slim was damaged. There was no report of an adverse effect to the patient.